Event description:
A malfunction was reported by the customer, identified by a malfunction code, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, which the customer successfully did, preventing the recurrence of the malfunction. The customer was advised that they could continue using the pump and to contact support if the issue reoccurred, which they understood.